Manufacturer narrative:
Complainant indicated that the device will not be returned for evaluation. The complainant's biomedical engineering department has evaluated the device and determined that the malfunction may have been as a result of a "simple connection problem."

Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance of the device, the following conditions resulted. First the device displayed "leads off" message. Then the device intermittently would not charge or discharge while performing 200j self test. Next the device was set to 20j and charged and discharged. From that point on the device would discharge 20j every time the discharge buttons were pressed and would recharge itself to 20j after each discharge without the operator pressing the charge button. The complainant indicated that there was no pt involvement in the reported failure.